Event description:
Information received indicates the brake is not holding at the head or foot end of the stretcher.

Manufacturer narrative:
The technician isolated the issue to worn brake linkage. He replaced the brake linkage to repair the stretcher.